Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 multiple drawers were failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) identified that the mini drawer 4-14 was failed and replaced the mini engine and recovered the drawer. Then the fse also identified that the half height legacy drawer 3.1 was failed and replaced the mother of all boards fuse to resolve the issue. The system functioned as intended after the field service engineer repaired the device.